Event description:
It was reported that the patient's, "device was checked and it's a degree off and the clinic/md said there is a potential that a lead came loose." The patient's device and two leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.